Manufacturer narrative:
(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device/devices in relation to the reported event. The reported event could not be confirmed. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the perfusionist received a report from a nurse who reported the patient's backup controller would not hold any new parameters in its memory after changes had been made and the "change" button had been pushed to confirm. On subsequent checks, the parameters would be some other random values. It would not store the inputted values. There was no reported patient injury. The controller was returned and received by the manufacturer on 04/29/2015.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.